Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Reported event of tip detached by laser. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used during a ureteroscopy with laser lithotripsy procedure performed on an unknown date. According to the complainant, the tip of the stone cone retrieval device was unintentionally lasered off during the procedure, and was left in the patient's right ureter. The detached tip was removed during an antegrade ureteroscopy with retrieval of foreign body procedure on (B)(6) 2016. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.